Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The corail stem associated with this report was not returned. A complaint database search finds no other reported incidents against the corail stems provided product and lot combination since its release for distribution. A review of the provided operative report does not identify a root cause for the now reported femoral loosening. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update 12/31/2013 - litigation papers received. Litigation alleges pain and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery due to trouble walking, constant problems and sickness. No further information is available at this time.